Event description:
It was reported that the silicone handle with quick coupling and rotating cap device (screwdriver) broke during a surgical procedure. It was reported that ¿the silver skinny piece at the end of the screwdriver came off.¿ the reported issued did not cause a delay in surgery and the surgery was completed successfully. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Additional narrative: service history review: lot #t995391 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is march 17, 2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service & repair evaluation: the customer reported the skinny piece on the end of the screwdriver came off. The repair technician reported the tip broke off the connector for the handle. Coupler damaged is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on may 20, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: clarification: the original reporter indicated that the event date was (B)(6) 2015, while the awareness date was (B)(4) 2015. Given that the event described occurred during an operation, it is possible that the dates were reversed. The initial report captured both dates as (B)(4) 2015. Product investigation summary: one of the following device(s) was received: silicon handle (B)(4). Turning knob and ao coupling (part 03.118.111 / lot t995391). The returned device shows light use during its 1+ year lifespan. The blue silicone handle and coupling are undamaged and operate as designed. The silver palm knob is marred from what appears to be hammer strikes. One post that the knob sits on is broken and the knob does not stay attached to the handle. The cause of the damage is unknown; this complaint is confirmed. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guides. The returned device is multi use and is used for inserting the distal locking during plate implantation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.